Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4). It reported the hospital retained the products and sent them to pathology. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information received indicated that a revision procedure was performed and the lead was explanted and replaced. The device was also explanted and replaced. A conductor fracture was suspected, however the lead was not tested in isolation, as the extraction procedure had already started when the boston scientific sales representative arrived. There was no visible fracture on the lead, however the lead continued to exhibit high out of range impedance measurements in office prior to the date of the procedure. There was also an additional report of noise, oversensing and pacing inhibition. It did not result in asystole for the patient. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead exhibited high pacing lead impedance measurements greater than 2,000 ohms in all vectors. Noise was also noted on the electrogram (egm). The physician will decide if the patient requires lv pacing and whether a revision will take place. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).